Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra easy meter was giving inaccurately high readings. On july 17, 2009, the technical service representative (tsr) spoke with the patient to obtain and verify information. Two days prior to original date at 9:40 pm, the patient obtained the blood glucose reading of 14.6 mmol/l (263 mg/dl) on the reported meter, which the patient claimed was high compared to his expected values of 8.0 mmol/l to 8.5 mmol/l. At that time, the patient was experiencing no symptoms of high or low blood glucose levels. Following that reading, the patient took five units humalog insulin, and ate a meal of a sandwich and coffee. The next day at 1:15 am, the patient reportedly became unconscious. The patient's son tested his blood glucose level using the reported meter, and obtained a reading of 3.7 mmol/l (67 mg/dl). The patient's son contacted emergency services. Paramedics arrived at 1:30 am and tested the patient's blood glucose level to be 1.6 mmol/l (29 mg/dl), and he was treated with a 'glucose injection'. The patient was transported to the emergency room, where he was admitted to the hospital with diagnosis of hypoglycemia. At 2:15 am additional blood glucose tests were performed, comparing a hospital meter result of 8.6 mmol/l and a reported meter reading of 11.4 mmol/l. Earlier on the day of this event, the patient had taken his usual meals and insulin doses. The patient takes humalog insulin on a sliding scale based on meter readings, and lantus insulin eight units twice per day. During the troubleshooting telephone call, the tsr determined the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter was replaced. The patient alleged he suffered severe hypoglycemic symptoms after taking an insulin dose based on an elevated meter reading, and he received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.